Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and missing end cap sticker noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there were cracks around the display. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.